Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer's blood glucose value was 300 mg/dl. Customer reported that she was not getting any insulin from the insulin pump because she was seeing an icon on the screen and she was not sure what it meant. Customer treated high blood glucose with manual injection, 6 units and declined troubleshooting. The device will not be returned for analysis.